Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. A zoll field technician evaluated the device at the customer's facility. The customer's report was duplicated and attributed to the battery. The device passed functional testing and was returned to service. The customer was issued a replacement device. Analysis of reports of this type has not identified an increase in trend.